Event description:
A report was received that during trial, pt's lead explant the pt had fever, swelling, and pain where the leads were exiting. The physician determined that the pt had a superficial infection and was treated with antibiotics. The infection cleared and the pt was reportedly doing well.